Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1606804) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided, the most likely cause of the reported event was off label use. It was reported that the mynx device was deployed in tandem with another manufacturer's device and was being used to close a site where a 14f procedural sheath had initially been used. While advancing the other manufacturer's device knot after removal of the mynxgrip device, the mynx sealant embolized distally. The other manufacturer's device deployment may have push the mynx sealant into the arteriotomy causing the occlusion. Per the mynxgrip instructions for use (IFU), the mynxgrip vascular closure device is indicated for use to seal femoral arterial access sites utilizing a 5f, 6f or 7f procedural sheath as the mynx sealant will not be of sufficient size to seal a large arteriotomy site. The deployer was aware that the mynx device was being used off-label and was re-educated by a company representative. Concomitant products: oxygen (lpm) 2 liters through the nasal cannula for procedural reasons. Versed (IV) 1 mg for sedation x 2 (the dosage was given at different times). Fentanyl (IV) 25 mcg for sedation x 5 (the dosage was given at different times). A 1% lidocaine (subcutaneous) 10 ml for local anesthesia at the left groin. A 1% lidocaine (subcutaneous) 10 ml for local anesthesia at the right groin. Versed (IV) 0.5 mg for sedation x 4 (the dosage was given at different times). IV hydralazine (apresoline) 10 mg due to hypertension. Nitroglycerine (ia) 200 mcg for procedural reasons x5 (the dosage was given at different times). Heparinized saline 2units/ml 200 units through the catheter or flush.

Event description:
It was reported that following the deployment of the mynxgrip device it was noted via an angiogram that the left common femoral artery had occluded. The device was being used with a 6f procedural sheath for left common femoral arterial (lfa) closure following an interventional procedure, in which 5 lesions were treated with balloon dilatation catheters and or drug eluding stents. The mynx procedure was performed in the catheterization laboratory under normal humidity and temperature. The patient's groin area was prepped with chlorhexidine and the patient was draped in a usual sterile fashion. Micropuncture technique was utilized to gain arterial access. Multiple sheath exchanges were performed in the lfa before a left ventricular assist device (lvad) was inserted. Prior to the mynx procedure, an lvad was inserted through a 14f sheath into the left common femoral artery. After the lvad was removed, another manufacturer's device was attempted for pre-closure. The first 3 of those devices failed due to calcium in the vessel; however, the 4th device secured for pre-closure. Later in the procedure, the 14f sheath was removed and pressure was held. Throughout the interventional procedure, the patient tolerated the procedure well without complaint of any pain or discomfort. There were no respiratory distress, no loss of consciousness, muscle function was maintained and blood circulation was maintained. A 6f sheath was inserted and the mynx device was deployed in tandem with the other manufacturer's device. Contrast or imaging was not used to confirm balloon placement. Temporary hemostasis was confirmed with post closure using the mynxgrip device and the other manufacturer's device in tandem. While advancing the other manufacturer's device knot after removal of the mynxgrip device, the mynx sealant embolized distally. There were no pulses in the patient's left common femoral artery so an angiogram was performed and an ischemia of the left common femoral artery was confirmed. The patient was transferred to the surgical unit for iliac thrombectomy, endarterectomy and mynx sealant removal. The patient was transferred to ICU in a stable condition. The patient was later discharged.